Event description:
It was reported that pump experienced malfunction alarm labeled as malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted caller in resetting pump using provided instructions, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code appeared in future.